Event description:
It was reported that during unloading of the cot from the ambulance the legs could not extend completely because there was an object wrapped in the legs. There was no reported pt involved or adverse consequences.

Manufacturer narrative:
Investigation still underway.